Event description:
Customer reported that a patient presented with a surgical wound dehiscence approximately one month following a right knee orthopedic procedure. The patient subsequently developed an infection and was returned to surgery in 2007 for an incision and drainage of the site.

Manufacturer narrative:
Conclusion - customer reports no causal relationship of the event to the device. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Customer reports the following possible products: monocryl (poliglecaprone 25) suture. Coated vicryl (polyglactin 910) suture.